Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and a burned casing back was observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader¿s pcba (printed circuit board assembly) and liquid contamination was observed on the usb port. A swollen battery was also observed. The returned reader did not power on with button, charging cable, or strip insertion. An extended investigation was performed revealing damage to the usb port with liquid contamination on usb port and burnt marks at the back of the casing close to the usb port. Visual inspection of the reader's printed circuit board assembly (pcba) was further performed where liquid contamination was observed on several internal components. The moisture indicator inside the reader casing had turned red, indicating significant liquid contamination. Additionally liquid contamination was observed on the usb port, battery connector, piezo disc on battery, strip port and multiple components on the pcba that regulate power. A swollen battery was observed indicating critical damage to the battery due to the liquid contamination causing short circuit of power components. Extraction of event log and a power consumption test of the returned reader was unable to be performed due to the significant damage from the liquid contamination. The extent of the damage was destructive and likely attributed to customer misuse. Investigation determined that the cause of the damage is due to the liquid contamination preventing the reader from powering on, therefore the issue is not confirmed to a user issue. An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader, cable, and adapter were reviewed and the dhrs showed the libre reader, cable, and adapter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation burn marks were observed to the back of the reader. This report is being submitted due to the additional issues observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.